Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient age/date of birth and weight are unknown. This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a drill bit broke off in a patient. When drilling in the patient's ankle for a left triple arthrodesis, a 2.0 drill bit broke off in bone; the drill bit remains embedded and is unable to be retrieved. There was an unknown surgical delay reported. This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).